Event description:
The customer reported that the guide pins on a plug were broken. The field engineer noted that the broken plug prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.